Manufacturer narrative:
Investigation summary: customer returned (13) 3/10cc, 8mm, 31g syringes (3 in an open poly bag, 10 in a sealed poly bag) from lot # 8239954. Customer states that the cap is distorted. All returned syringes were examined and one sample exhibited a crushed cannula shield. A review of the device history record was completed for batch # 8239954 all inspections were performed per the applicable operations qc specifications. There were zero (0) notifications noted that pertained to the complaint. Based on the samples and/or photo(s) received the investigation concluded: confirmed: bd was able to duplicate or confirm the customer¿s indicated failure. As per investigation completed by manufacturing, "on 28oct2019, (B)(6) received a photo complaint for damaged shield. Visual inspection of the photo exhibited pinched damage to the cannula shield. Process summary: automatic syringe assembly machine, which feeds 3/10cc, syringe components (barrel, stopper, plunger, needle assembly & cap) and assembles these components. This machine consists of a barrel cleaning dial, lubrication dial, plunger/stopper assembly dial, syringe assembly dial, and various inspections and transfer dials. DHR, l2l dispatches, log book entries were looked at, nothing was found pertaining to this defect. Root cause for this defect cannot be determined. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends."

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a distorted cap. This occurred on 3 occasions before use. The following information was provided by the initial reporter: distorted cap.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had a distorted cap. This occurred on 3 occasions before use. The following information was provided by the initial reporter: distorted cap.